Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) got an error message from novopen echo plus [device information output issue] medication error: double dose of tresiba [extra dose administered] hypoglycemia; p-glucose of 2.0 mmol/l [hypoglycaemia]. Case description: this serious spontaneous case from sweden was reported by a physician as "got an error message from novopen echo plus(device displays incorrect message)" beginning on (B)(6) 2022, "hypoglycemia; p-glucose of 2.0 mmol/l(hypoglycemia)" beginning on (B)(6)2022, "medication error: double dose of tresiba(extra dose administered)" beginning on (B)(6) 2022, and concerned a (B)(6) female patient who was treated with tresiba (insulin degludec) (dose, frequency & route used- 52 iu qd (26x2 units), subcutaneous) from unknown start date for "drug use for unknown indication", novopen echo plus (insulin delivery device) from unknown start date for "drug use for unknown indication". Patient's height, weight and body mass index were not reported. Dosage regimens: tresiba: novopen echo plus: medical history was not provided. On (B)(6) 2022, patient stated that the patient got an error message from the novopen echo plus and injected another dose as patient did not know if the first one was correct. On (B)(6) 2022, the patient woke up with a p-glucose (plasma glucose) of 2.0 mmol/l during the night, the patient was taken to the emergency room and was taken care of. Batch numbers were requested action taken to tresiba was reported as unknown. Action taken to novopen echo plus was reported as unknown. The outcome for the event "got an error message from novopen echo plus(device displays incorrect message)" was unknown. The outcome for the event "hypoglycemia; p-glucose of 2.0 mmol/l(hypoglycemia)" was unknown. The outcome for the event "medication error: double dose of tresiba(extra dose administered)" was unknown. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results: novopen echo plus: no investigation was possible, because neither sample nor batch number was available. Tresiba injektionsvätska, lösning I cylinderampull 100 enheter/ml (penfill®) - batch unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer's comment: on 21-jul-2022: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. Neither the batch number nor the sample was available in spite of repeated efforts to find the same. Hence, no batch trend analysis or reference sample analysis was performed. Information regarding the handling of the suspected device with its storage details, if the consumer is trained user for the device is not available. Due to limited available information, it is not possible to identify a clear root cause in relation to the functionality of novopen echo plus. H3: continued: evaluation summary: investigation results: novopen echo plus: no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia episodes (513mg/dl and 365mg/dl) [hyperglycaemia]; blocked device novopen echo [device mechanical issue]; device failure (blocked device novopen echo that cause dose delivery problems) [device failure] with the first device used they left the needle attached between applications; with the new device they do not do that [product storage error]. Case description: this serious spontaneous case from argentina was reported by a consumer as "hyperglycemia episodes (513mg/dl and 365mg/dl)(hyperglycemia)" beginning on (B)(6) 2022, "blocked device novopen echo(device mechanical jam)" beginning on (B)(6) 2022, "device failure (blocked device novopen echo that cause dose delivery problems)(device failure)" beginning on (B)(6) 2022, "with the first device used they left the needle attached between applications; with the new device they do not do that(device stored with needle attached)" with an unspecified onset date, and concerned a 20 months old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", it was also reported that the first device used they left the needle attached between applications; with the new device they do not do that. The force needed to inject felt different over time, and it became harder, as if it was locked. The reporter also confirmed the click use, likewise mentioned that are very helpful. They were also trained by the physician and the nurse, however they have little time with all this new diagnostic, and they can make mistakes in handling the devices, unfortunately. Reporter confirmed they attach the needle to the pen in a 180 degree angle. Batch number was requested but unavailable during the time of report. Action taken to novopen echo was not reported. The outcome for the event "hyperglycemia episodes (513mg/dl and 365mg/dl)(hyperglycemia)" was recovered. The outcome for the event "blocked device novopen echo(device mechanical jam)" was recovered. The outcome for the event "device failure (blocked device novopen echo that cause dose delivery problems)(device failure)" was not reported. The outcome for the event "with the first device used they left the needle attached between applications; with the new device they do not do that(device stored with needle attached)" was not reported. Since last submission the case has been updated with the following: -patient age updated to 20 months. -new event with the first device used they left the needle attached between applications; with the new device they do not do that added. -operator of device and trained user updated in device field. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Preliminary manufacturer's comment: 14-jun-2022: the suspected device novopen echo has not been returned to novo nordsik for evaluation. No conclusion is reached. Product handling error such as leaving the needle attached to pen between injections, and counting the number of clicks to measure insulin dosage are risk factors for device malfunction leading to hyperglycaemia.